Event description:
In 2002, the end-user called medtronic minimed and stated that they called complaining about leaks at the connection point of the reservoir and tubing. In 02/2003, maersk medical received the complaint and 1 used set.